Event description:
It was reported that patient's artificial urinary sphincter cuff was replaced due to unknown reasons. A 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that patient's artificial urinary sphincter cuff was replaced due to unknown reasons. A 4.5 cm cuff was implanted. Additional information reported revealed that the patient experienced dysuria and hematuria in july 2018. Cystoscopy revealed cuff erosion. The cuff was removed and the patient was stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.